Event description:
It was reported that during a pulmonary colectomy procedure, after stapling and removing the device it was observed that the staples were partially open. The staples did not hold bronchus wall in all its thickness. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/22/2008. Information anticipated, but unavailable at this time.